Manufacturer narrative:
Based on the clinical data, antibiotics and steroids treatment, the possible root cause is inadequate aseptic practices. The report was submitted on 18.7.22 in the test mode, and on 20.7.23 it was resubmitted in the production mode.

Event description:
The patient had undergone a liposuction and a fat transfer procedure into the breast. It was reported about infection of both breasts. The patient was prescribed antibiotics and had an abcess drainage procedure on the affected area.